Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations in which estimated values provided by the eversense app were entered as calibrations rather than true bg values around insertion. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the system was working within expectations. Overall, bg values fit sg trends well, with occasional differences due to lag. The user was advised to continue using the system and to enter calibration as requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.